Manufacturer narrative:
The pump was received with normal operating currents, and passed the unexpected restart, self test, and displacement tests. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a loose / protruded drive support disk. Unable to perform the occlusion, prime, or excessive no delivery alarm tests due to the alarm. The pump was received with a partially broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 15 mmol/l. Customer stated that she noticed that the pump seemed like it had not been detecting the reservoir when she was priming the tubing and she would lose a third of it. Customer stated that she will return the pump with the driver. Customer's blood glucose was elevated because she was low on insulin and did not address it. Customer stated that she will review with her health care professional tomorrow and requested that the pump settings be sent to her. Customer stated that she will call back to do pump programming when the replacement pump comes.